Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation of the complained screwdriver shows that the tip is completely broken off due to exceeding mechanical overloading situation during use. It is likely that extremely high force must have been applied to remove the screw. The blue handle has marks of a pliers which could have triggered the occurrence. Further investigation has shown that the blue handle is not according to our specifications. It is likely that an outside company to exchange our original handle. As this is a really very old instrument, we classify this breakage as normal wear and tear during long time in use under hard condition. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tips of two (2) screwdrivers broke off during a planned revision procedure of an unknown construct on an unknown date. Per the reporter, the breakage occurred without the addition of extra force. Fragments were generated, but easily retrieved. The procedure was completed with no surgical delay or additional medical intervention. This report is 1 of 2 for (B)(4).